Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet, resulting in the pump shutting down. There was no adverse impact to the customer¿s blood glucose level. The customer will continue to use current pump then will switch to an alternate method of insulin therapy.